Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The device is not available for analysis; so the complaint could not be confirmed. An evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
During a photo selective vaporization of the prostate procedure, the physician reported that the procedure took about 30 minutes longer than normal of lasing time at 328 k joules. The fiber was confirmed to be in good condition prior to use and the physician felt that the energy transition was great. It was reported that when the fiber was removed, it was noted to be hot which was not usual. Post procedure, the physician performed a cystoscopy and observed that the penile urethra was black and charred, and there was a development of a fistula. A suprapubic catheter was placed. Approximately two weeks post the index procedure, the tissue had turned white at the patient's penile meatus. The patient had retention after the foley catheter was removed. The opening of the penis; is now closed and the suprapubic catheter will remain in the patient. No further information is available.